Event description:
This unit was sent into covidien as a back to stock unit. Upon triage service found that the unit has a power cord that is burnt near the strain relief and there are signs of external burns.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway, upon completion the results will be forwarded.